Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch unidirectional catheter and suffered fluid overload requiring medication. On post-procedure day 1, serum creatinine was 2.1, which was thought to be secondary to volume overload. Intravenous lasix was administered and nsaids were discontinued. Patient required extended hospitalization as a result of the adverse event. Serum creatinine returned to normal the following day. Issue resolved without sequelae. Patient was discharged to home. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and definitely index procedure-related. There were no device deficiencies.

Manufacturer narrative:
Additional information received on 2/2/2018 indicates the patient was a (B)(6) year-old male who underwent an ablation procedure for persistent atrial fibrillation. Additional concomitant biosense webster inc. (Bwi) products include the smartablate generator. Non-bwi concomitant products include the heartspan sheath. Manufacturer's ref # (B)(4).